Event description:
Philips received a complaint by the customer on the v60 indicating that while a patient utilized the device to assist with breathing, the device suddenly went blank and automatically powered down. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was promptly removed and replaced with another device. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that while a patient utilized the device to assist with breathing, the device suddenly went blank and automatically powered down. Per good faith effort (gfe) response, it is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.